Event description:
The patient had erosion and an infection at the device pocket. The pump and catheter were explanted. The pump was used for the treatment of pain. The patient symptoms, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Perioperative antibiotics were administered. The patient was seen in the office on (B)(6) 2014 and there was no sign of infection. The pump was removed (B)(6) 2015. The patient did not have meningitis. A culture of the device pocket was taken and found ¿proteus¿. The patient was treated with oral and intravenous antibiotics. The patient did not experience drug withdrawal symptoms. The infection resolved. The patient¿s pre-operative risk factors were a debilitated status and malnutrition/extremely thin. The device system was delivering hydromorphone and bupivacaine.